Event description:
Related manufacturer reference number: 2017865-2022-41611, related manufacturer reference number: 2017865-2022-41614. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.